Event description:
Pt was reported to have developed an infection with subsequent erosion of the ear canal years after implantation. At the time of surgery, the surgeon stated in the op report, the most posterior screw was in the vicinity of the ear canal perforation. Further, the posterior border of the fossa implant was mechanically intruding upon the ear canal. On the explant from returned to tmj implants, inc. The explanting surgeon stated it was unknown if the device caused or contributed to the reason for this event.